Event description:
The clinician caring for a pt was concerned about intermittent infusion, with appropriate rate being delivered. The pt was a pediatric male status post open heart surgery, the pumping modules were changed to the ICU units and the arterial line tracing began to show erratic cyclical readings (q15min) of the blood pressure. B/p stayed within normal readings and pt did not seem compromised. (50-80 b/p swing) 10:00 am the next day, the units were changed to different pumping modules and b/p stablized. Tracing shows no further swings.